Manufacturer narrative:
The reported product is an unknown baxter patient line extension set. (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the patient line extension set and the transfer set which resulted in peritonitis. The event occurred during an unspecified process step of peritoneal dialysis pd therapy. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the peritonitis. The patient received unspecified treatment for the event. The extension set was replaced. It was not reported if the transfer set was replaced. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient performed continuous cyclic peritoneal dialysis. During an unspecified process step the extension set "came undone" from the catheter and a leak was observed. At the time of this report, the patient was recovered from the peritonitis event. H10: the sample was discarded (previously reported as device was not returned). Should additional relevant information become available, a supplemental report will be submitted.